Manufacturer narrative:
The device was requested for evaluation but it hasn't arrived yet. A supplemental medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The hls module was received for investigation in the laboratory of maquet. After cleaning the module a visual inspection has been done but no abnormalities were noticed. Afterwards the module has been connected to a cardiohelp and tested with water. No error message. Occurred and the module worked without any problems. The electronic connections and sensors were tested for corrosion but everything was okay. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that during de-airing the cardiohelp gave the message: error disposable product. The cardiohelp has been turned on and off several times with this disposable and the rotational speed was set to zero but the message remained. No pt was involved. (B)(4). (B)(6).